Event description:
It was reported that this patient had tripped and fallen approximately six months ago, and now there were observations of noise on the right ventricular (rv) lead that was oversensed causing pacing inhibition greater than two seconds. The noise was seen on both the sense and shock channel, so the plan was to change the change the automatic gain control settings. The lead remains in-service. No adverse patient effects were reported.